Event description:
The graft was implanted as an emergency ascending aortic replacement graft for an acute dissection and caridac tamponade. After declamping, the graft "oozed" blood (quantity unk) from its walls and also from the suture holes and anastomosis. The "oozing" was stopped after approx. 2.5 hrs by the application of pressure and administration of fresh frozen plasma, packed cells and whole blood. The total o.r.time was approx. 6 hrs. The graft was left in the pt. The pt is reported to be doing well.